Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, de novo, mid left anterior descending (lad) artery after pre-dilatation with a 2.0 x 12 mm non-abbott dilatation catheter at 12 atmosphere (atm) for 43 seconds, the 2.75 x 15 mm xience xpedition stent was implanted at 14 atm. Post deployment a distal stent edge dissection was noted. A 2.8 x 26 mm graftmaster stent was used from mid to distal lad as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.